Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00178 on 18-aug-2023. Additional information (24-aug-2023): siemens further evaluated the event and determined that fluid flow issues potentially contributed to the falsely depressed sodium (na) result. Quality controls (qcs) and dilution check were recovered within ranges on the day of the event. The issue was resolved with the replacement of the integrated multisensor technology (imt) sensor and x tube. The investigation conclusions code in section h6 was updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. The erroneous result was reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. The customer replaced the integrated multisensor technology (imt) sensor and x-tubing. A siemens specialist checked the pump rate and the flow on standard a, standard b, and salt bridge and they were all found to be acceptable. The siemens specialist adjusted the pressure foot to increase the pump rate. The dilution check and quality control were processed by the customer and both parameters were acceptable. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.